Event description:
It was reported that during inspection by the customer at the user facility, the device had foreign particulate in the packaging. As this event occurred during inspection at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported device was returned to stryker puerto rico for evaluation. An unopened package (blisters) was received. A black particle was observed, the unit was opened and the black foreign material was visually inspected. It was identified as a black plastic piece in fact belongs to device material.

Event description:
It was reported that during inspection by the customer at the user facility, the device had foreign particulate in the packaging. As this event occurred during inspection at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.